Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported paramedic visit for hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported having a blood glucose level under 40mg/dl. She was found unconscious by her daughter who called 911. The paramedics treated her with an unknown injection to help raise her blood glucose levels. She refused to be taken to the hospital. The pod was discarded.